Event description:
It was reported to covidien on 11/25/2014 that a customer had an issue with a salem sump tube. The customer reports that a small transparent plastic fragment was found inside the packing once unpacked. The plastic fragment seemed detached from the side hole of the stomach tube.

Manufacturer narrative:
Please see the investigation summary below: the lot number was provided and the device history record (DHR) was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. A picture was provided for evaluation and the reported condition was confirmed. After performing visual inspection per procedure the reported condition was observed, a piece of plastic loose. The root cause analysis identified an un-removed eye slug from the catheter. This is due to the punching dies not having preventive maintenance and an independent vacuum system was not considered for the process. As a corrective action, a quality alert was posted in the assembly process to notify the appropriate personnel involved of the reported issue. The alert was updated to ensure that the operator performs 100% visual inspection for eye slugs present on the catheter tip. The acceptable quality level was changed to tightened in order to increase inspection in the line. In addition, the cutting tools were replaced. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will also be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 12/09/2014. An investigation is currently underway, upon completion, the results will be forwarded.